Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was not capturing at maximum outputs, one day post implant. There was suspicion of a micro lead dislodgement, but x-ray was unable to confirm. The crt-d was programmed to the right ventricle only. Additional information was reported that subsequently, three weeks post implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and the lv lead was surgically abandoned. Another crt-d different model was successfully implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated with pertinent information at that time. No additional adverse patient effects were reported.